Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, self-tests. No unexpected low batt test alarm noted during testing. Thump, and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. With reference to the battery duration failure analysis instructions, the customer did not experience an battery cycle 15.0 received the lowbatteryalert (104) on (B)(6) 2026 15:01:00 faster than expected at 0.19 days. Battery cycle 14.0 received the lowbatteryalert (104) on (B)(6) 2026 00:16:00 faster than expected at 1.09 days. Battery cycle 13.0 received the lowbatteryalert (104) on (B)(6) 2026 12:36:00 faster than expected at 0.0 days. Battery cycle 7.0 received the lowbatteryalert (104) on (B)(6) 2026 11:05:00 faster than expected at 1.06 days. Battery cycle 5.0 received the lowbatteryalert (104) on (B)(6) 2026 06:03:00 after more than 7 days at 13.5 days. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2026 16:03:00 after more than 7 days at 15.09 days. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2026 11:43:00 after more than 7 days at 14.74 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. No moisture damage or components burnt on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), label damage and pillowing keypad overlay. In conclusion, charge/battery lasts less than expected was confirmed due to hardware error electronic defective. Battery compartment damage is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged pump was dropped from about 3 feet onto a hardwood floor and it had a crack on the battery tube side and battery drains faster than normal. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and indicated that the damage was affected the pump¿s functionality. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.